Manufacturer narrative:
Product complaint # pc-(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Representative samples returned to support investigation of multiple device issues captured in reports 2210968-2018-76372, 2210968-2018-76450. Analysis results have been included in follow-up reports for each. Unopened samples were returned for analysis. The issue samples were not sent for evaluation. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened and the swage and attachment area of the needles were as expected. The sutures were dispensed without problems and examined along the strands and no defects were observed. A functional test was performed and the pull force was above the minimum requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no attachment defects were found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained please clarify when the needle separated from the thread: while in the package - no. When removing from the package - yes. During use on patient. Please clarify how many sutures presented the issue. A couple of sutures in the same box. Did the events occur during one procedure or multiple procedures? N/a. If multiple procedures, please provide for each procedure: event date, patient demographics (initials/ID, age or dob), product code and lot number involved, procedure, event description, was there any adverse patient outcome? If yes, was there any medical or surgical intervention performed?

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2018 and a suture was used. During surgery the suture was loosened from the needle. There were no adverse patient consequences reported. No additional information was provided.